Event description:
It was reported that a patient's right ventricular lead exhibited noise that resulted in oversensing. Programming changes were made on (B)(6) 2022 to address a possible risk of inappropriate therapy. The patient was stable throughout the procedure.